Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a stent placement procedure, the both external and internal packaging of the device arrived wet and damaged. It was further reported that the packaging was allegedly ripped open, and all of the content inside of the case were soaked. There was no patient contact.

Event description:
It was reported that prior to a stent placement procedure, the both external and internal packaging of the device arrived wet and damaged. It was further reported that the packaging was allegedly ripped open, and all of the content inside of the case were soaked. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical sample was not returned for evaluation. No photos or images were provided for evaluation. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.'. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.